Manufacturer narrative:
Evaluation summary: the sample was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of a micro-stent implant device, the patient experienced a very high intraocular pressure (iop). There was no reported hyphema and the device appears in good position. Additional information was requested.

Event description:
Additional information received reports the device has migrated and three retention rings are now visible. There is no corneal edema, intraocular pressure (iop) is 'good', and the vision is 'good'.

Manufacturer narrative:
No sample has been returned for evaluation for the reported issue of stent migration and increased intraocular pressure (iop); therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. Possible root causes are that postoperative stent dislodgement or movement and elevated iop are established risks associated with use of the system that is clearly specified in the product instructions for use (IFU). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports at post-op week one, there appeared to be blood in the lumen.